Manufacturer narrative:
The insulin pump power up properly after the battery was installed. The device was received with operating currents within specification. No failed battery and no frozen display noted. The device had intermittent button response due to corroded keypad traces. No button error alarms noted during testing. No traces of moisture were noted at electronic or motor assemblies per visual inspection. The device had minor scratches on the lcd window and cracked case at display window corners. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
Customer reported via phone call, the insulin pump was frozen. When she presses the buttons the device doesn't respond. She removed the battery, reinserted it, and the device alarmed failed battery test. She didn't know her blood glucose level. Customer stated the device might have been exposed to moisture. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for analysis.